Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, pre-use check is failing intermittently. During on-site visit the issue could not be reproduced. Support case was created to consult the issues with subject matter expert (sme). Based on the review of provided device's logs performed by sme, the o2 gas module was determined as defective. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). However final information about repair was not provided, hence the cause of the issue could not be determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).